Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to supraventricular tachycardia (svt) in different episodes. The device was reprogrammed, nevertheless, technical services (ts) noted the efficient resolution would be medical management. This ICD remains in service and there were no adverse patient effects reported.